Event description:
Facility reported that the eviva vacuum assisted core biopsy device (when the biopsy site marking system deployment guide was physically inserted into the introducer and attached via snapping) caused bodily fluid to eject from the back of the introducer and land in the device operator's eye.